Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) confirmed with robotics coordinator and sales representative that after re-draping the system the issue was resolved. No further issues or errors reported. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that arm 2 felt heavy and was not moving correctly. The logs were reviewed and no errors were found. Arm 2 had the scope attached during the call, and no further details were provided. No troubleshooting steps were completed during this call. The procedure was completing as planned with no reported injury. Intuitive followed up and confirmed that the issue happened while surgeon's head was in the console. Surgeon did not remove hands from hand controls. Arm was replaced after cases were completed. No patient information.